Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. Initially, the physician successfully implanted a stent, unknown type and size in the distal circumflex (cx) artery. He then attempted to direct stent a taxus liberte 3.0x16mm drug eluting stent to the cx, but upon slight retrieval to obtain a better position, he felt resistance and decided to retrieve the stent completely. Upon withdrawal, damage to the stent struts was noted. The physician completed the procedure with another taxus liberte stent, same size. No patient injuries or complications occurred. Patient status is satisfactory. This product is only ous approved but, it is similar to a marketed us device.

Manufacturer narrative:
The device has not been returned for analysis as of the date of this report.